Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified transmitter issue occurred. Data was provided for investigation. Confirmation of the complaint was confirmed via data. Signal loss over an hour was found in connection to the allegation. The probable cause was the mobile device updated its operating system which closed the app. No injury or medical intervention was reported.